Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully. Customer¿s blood glucose (bg) level was 595 mg/dl and ketone level was 1.7 mmol/l. Customer addressed elevated bg level with 9 units of insulin.